Manufacturer narrative:
A relationship between the reported rupture and the device could not be established as the product was not returned for evaluation. A complete review of the DHR for lot 17050493 was carried out, no deviation was found in the manufacturing process. Review of complaint history for the reported lot number and sterilization run found no other similar complaints reported in the past. The instructions for use in the directions for use were reviewed, to determinate if there are indications that ensure the prevention and good handling of the product. For this event, it is considered that the information is suitable for the section of surgical precautions as follows: rupture ¿ breast implants rupture when the shell develops a tear or hole. Rupture can occur at any time after implantation but is more likely to occur the longer the implant is in place. The following may cause implants to rupture: damage by surgical instruments, implant stress and weakening during implantation, implant age and design, submuscular rather than subglandular location, the occurrence of post-operatory hematomas or seromas, folding or wrinkling of the implant shell, excessive force to the chest, trauma, compression during mammographic imaging, and severe capsular contracture. Silicone gel-filled implant ruptures are most often silent; this means that most of the time, neither the doctor nor the patient can determine with the physical examination if the implant has a tear or hole in the shell. The integrity of breast implants (and detection of gel fractures and/or silent ruptures) can be evaluated through several techniques. High-resolution ultrasound (hrus) is widely accepted by healthcare providers and patients for rupture diagnosis. Additionally, the usfda recommends magnetic resonance imaging (MRI) surveillance with the first MRI performed three years postoperatively and subsequent mris performed every two years after that. These recommendations may vary from country to country, so please provide the patient with additional guidance based on your country's current care standards. Establishment labs does not recommend closed capsulotomy for treating capsular contracture because it can cause implant rupture. Some symptoms may appear, such as lumps surrounding the implant or in the axilla, change or loss of size or shape of the breast or implant, pain, tingling, swelling, numbness, burning, or hardening of the breast. These symptoms are not specific to rupture and may also be experienced by patients who have capsular contracture. Some cases have been reported suggesting that silicone-implant leakage should be considered in the differential diagnosis of eosinophilia. A definitive root cause could not be determined. Potential factors nonrelated to the manufacture of the device that may lead to the events reported include, but are not limited to: (1) damage by surgical instruments. (2) implant stress and weakening during implantation. (3) insufficient tissue coverage. As no manufacturing, material or design issues were identified, no further investigation or additional actions are required at this time. Establishment labs will continue monitoring for similar complaints/trends.

Manufacturer narrative:
A review of the device history record has been completed.no deviations or non-conformances noted.further information from the reporter regarding event, product, or patient details has been requested.no additional information is available at this time.reason for complaint: device rupture.

Event description:
Allegedly, there are ripples on my right breast, which made me think it is a rupture. (UK).